Manufacturer narrative:
Aizawa, yoshiyasu, et al. (2026). Clinical characteristics and mid-term outcomes of hypertrophic cardiomyopathy patients under-going ICD implantation: comparison between transvenous and subcutaneous systems. Japanese circulation society and saga university. Presented at the 90th annual meeting of the japanese circulation society. Oe31-3.

Event description:
It was reported per article of interest literature review that the authors retrospectively reviewed 279 patients diagnosed with hypertrophic cardiomyopathy (hcm) at nippon medical school hospital and identified 70 patients who underwent implantable cardioverter defibrillator (ICD) implantation between 2003 and 2023. This consisted of 62 transvenous implantable cardioverter defibrillators (tv-icds) and 8 subcutaneous implantable cardioverter defibrillators (s-icds), 48 for primary and 22 for secondary prevention. Among the 70 ICD recipients, 18 patients received ICD therapy: 11 appropriate shocks, 12 inappropriate shocks, and 5 anti-tachycardia pacing. Four patients experienced electrical storm, and 6 patients died. No additional adverse patient effects were reported.